Event description:
Information received from the field notes that the patient went into cardiac arrest and was cardioverted. Subsequent interrogation of the device was unsuccessful. An ECG showed pacing spikes at varying rates, but no capture was present. There was no response to magnet application.